Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
During an on-site inspection, it was discovered that a foreign object was attached to the forceps channel of three colonovideoscopes. A highly viscous, transparent material resembling jelly covered the channel opening. This report is related to the following linked patient identifiers: (B)(6). This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon (foreign material) was presumed to be lens cleaner - however, the material that was reported to have been adhered inside the instrument channel was unable to be definitively specified, as the device was not returned for evaluation. No physical damage of the device could therefore be confirmed where the material had remained. It was not possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility maintain a pre-use check and periodic check for the device. Olympus will continue to monitor field performance for this device.